Manufacturer narrative:
Navigational bronchoscopy versus computed tomography-guided transthoracic needle biopsy for the diagnosis of indeterminate lung nodu les: initial results from the veritas multicenter randomized trial dr. Robert lentz, 2024, american journal of respiratory and critical care medicine http://www.atsjournals.org/ pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature source of study performed between august 2021 and june 2023, the results of the veritas trial, navigational bronchoscopy (nb) was compared to computed tomography-guided transthoracic needle biopsy. A total of 234 patients with peripheral lung nodules underwent biopsy procedures. Nb was performed in 121 patients. Per the study protocol, superdimension electromagnetic navigational bronchoscopy platform with digital tomosynthesis capability was used for all nb procedures. Complications in the nb group included pneumothorax in 4 patients. One patient required tube thoracostomy.